Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements up to around 150 ohms. No values were reported to be out of range. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided by the field indicated the patient was later brought back into the hospital for defibrillation threshold (dft) testing. The patient was induced and it took two shocks to convert the patient. The shock impedance measurements during dfts got up to 166 ohms. The s-ICD was left programmed in the secondary vector and device data has been sent into ts for review. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the unable to exclude device problem investigation conclusion was selected because the investigation findings could not clearly determine whether the reported observations were caused by the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a rise in shock impedance measurements up to around 150 ohms. No values were reported to be out of range. Boston scientific technical services provided troubleshooting options, and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided by the field indicated the patient was later brought back into the hospital for defibrillation threshold (dft) testing. The patient was induced and it took two shocks to convert the patient. The shock impedance measurements during dfts got up to 166 ohms. The s-ICD was left programmed in the secondary vector and device data has been sent into ts for review. The s-ICD remains in service and no additional adverse patient effects were reported.